Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. It was indicated the patient started their transmitter past the 'use by' date and was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.